Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose reported. During systems check with tandem technical support (cts) customer reported using pump supplies beyond labeling. Cts educated the customer on the users guide for supply change. Reportedly, the customer changed pump supplies to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider.